Manufacturer narrative:
Per tandem's t:slim user guide: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose level was below 500 mg/dl. Reportedly, the customer did not interact with the pump.